Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, te user reported the clip portion of the hematocrit saturation probe was broken. The "dowel" piece that the clip attaches to was still in place. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.